Event description:
The customer states that since they begun using architect c8000 clinical chemistry ck assay lot 52044hw00, biorad controls are reading lower than expected. Level 1 has a target of 350 ng/ml and the assay is generating results of 297, 298, and 302 ng/ml. Level 2 has a target of 840 ng/ml and the assay is generating results of 730, 718, and 717 ng/ml. There is no impact to patient management reported.

Manufacturer narrative:
An investigation has determined that some cartridges with ck lot number 52044hw00, expiration october 19, 2007, may cause decreased qc and/or patient results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when a cartridge is initially placed into use on the architect c systems. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.